Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 09/13/2019. The (product service engineer (pse) evaluated the unit and confirmed the reported issue. The pse found that the unit would need a new data acquisition (da) board. During evaluation of the unit, the pse also observed the green led of power had illumination failure so it was determined that the unit would need a new power switch overlay. The pse replaced the da board to resolve the reported issue. The pse also replaced the power switch overlay to address the issue of led illumination failure. The pse also replaced as part pm the unit's blower lithium-ion battery, cooling fan, oxygen inlet filter, tubing kit, air inlet filter and cooling fan filter. The unit was tested and passed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance (pm), the manufacturer's product support engineer (pse) reported the device failed the pressure accuracy test at the zero point specification. There was no patient involvement.